Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the image guide cable coat was peeling. The following non-reportable malfunctions were found during the device evaluation: there was an insufficient angle, the image guide bundle was bent, the distal end rubber had a pinhole and adhesive chipping, the treatment tool was caught, the brush was caught, the light guide serpentine pipe side was cut, the image guide serpentine pipe was crushed and scratched, the vent cap was loose, the fixed ring display disappears, the operation unit was deformed, the suction cover was deformed, the grip paint was peeling, the up down plate paint was peeling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the oes bronchofiberscope had poor visibility with a cloudy tip. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the image guide cable coat was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation a definitive root cause could not be determined. However is likely that coating on the insertion tube was peeled off due to stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling off coating, holes, sagging, transformations, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.